Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. The device was unable to establish communication with the docking station. Internal inspection was performed and it was determined component u21 pin 1 to 6 on the instrument board has failed resulting in a failure to communicate with the docking station.

Event description:
The customer reported out of box failure for 2 radical 7 handhelds and two docking stations handhelds have malfunctioning touch screens, two of those handhelds worked correctly when not in their docking station and then malfunctioned when placed back in station. No patient impact or consequences reported.

Manufacturer narrative:
The customer complaint was not duplicated with this device as the touchscreen was determined to be fully functional. A secondary failure was isolated to a component (u21) on the instrument board, resulting in a communication failure between the handheld device and the docking station.